Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as lens remains implanted . Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens was remains implanted all pertinent information available to abbott medical optics has been submitted.

Event description:
During a study visit, patient intraocular lens (iol) measurement was performed and the slit lamp measured the iol at 29 degrees. Which was 14 degrees from the operational placement of 15 degrees. There was no physician or patient complaint. Patient's best corrected distance visual acuity (bcdva) is 20/20 od (right eye). The iol remains implanted. There were no impairment reported and the surgery outcome did not significantly interfere with patient's activities of daily life.